Manufacturer narrative:
(B)(4). Pump was received with retainer damage. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Displacement test information was accidentally entered and unable to remove the results. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), missing display window/cover, cracked keypad overlay, reservoir tube cracked, pillowing keypad overlay, cracked battery tube threads, label damage (stained and faded), cracked case-corner of belt clip rails, cracked case (battery tube), scratched case and cracked case. In conclusion, customer concern of cosmetic damage was confirmed on the battery compartment during visual inspection when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Reservoir compartment damage confirmed due to detached retainer and cracked reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage on pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.